Event description:
It was reported that the 2800 system had a physicist discrepancy of r/min rate was too high. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The fluoro boost was adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.